Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation the pump operated within product specifications. The pump history was also reviewed. The pump history shows that the pump had infused for two hours, the pump door was then opened causing the pump to alarm, the alarm was cleared and the pump was turned off. The initial reporter did state that the patient experienced a delay in therapy. This report is being filed for the delay in therapy the patient experienced.

Event description:
The initial reporter states that the pump showed that it delivered, but the bag remained full. The initial reporter stated that the patients therapy was delayed by four hours while they waited for a replacement pump to be delivered, but that the patient was doing well after the delay. (B)(4).